Event description:
A customer in greece notified biomérieux of discrepant results between vitek® 2 ast-xn01 test kit and etest®. On vitek® 2 the results for trimethoprim sulfamethoxazole (sxt) were resistant (r) and susceptible (s) with etest®. For one (1) patient, the customer received a new sample and retested on vitek® 2 and the result was susceptible for sxt. The customer stated that the result had a 24 hour delay before being reported to the physician so that the result could be verified with etest®. This delay did not have any impact on the patient because the patient was already under antimicrobial therapy. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
An internal biomérieux investigation was performed. A customer in (B)(6) notified biomérieux of discrepant results between vitek® 2 ast-n233 test kit and liofilchem mic strips. On vitek® 2, the results for trimethoprim sulfamethoxazole (sxt) were resistant (r) and susceptible (s) with liofilchem mic strips. For one (1) patient, the customer received a new sample and retested on vitek® 2 and the result was susceptible for sxt. The customer additionally reported this discrepancy is no longer an issue. They re-tested the pseudomonas and stenotrophomonas strains with n222 and n233-xn01 cards getting susceptible mic results with both cards as well as with liofilchem mic strips. On 24may2017 ind - vitek® 2 ast-xn01, lot# 3130110203, does not contain sxt. No lot numbers were provided for vitek® 2 n222 or n233 cards. No isolate or lab reports have been submitted for evaluation; therefore, further investigation is not possible.